Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 108 months. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4). Based on the operative report provided, the explant was due to prosthetic aortic valve dysfunction and aortic insufficiency. The old valve was excised along with the pledgets. This was very difficult; the annulus was also debrided. A 21 mm edwards valve was seated. There was good coaptation of the annulus to the sewing ring. The patient was then weaned off cardiopulmonary bypass without any drips. Transesophageal echo verified good function of the valve with no perivalvular leak as well as excellent function of the left ventricle. The patient was transferred to the ICU for further postoperative care. Unfortunately, the subject device was not returned, and therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The type and cause of insufficiency/regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.